Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information are in process. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 33mm mitral valve implanted for one year, one month underwent redo mitral valve replacement due to unknown reasons. A 31mm valve was implanted in replacement.

Event description:
It was reported that a patient with a 33mm mitral valve implanted for one year, one month underwent redo mitral valve replacement due to endocarditis from streptococcus mitis bacteremia, extensive vegetations, stenosis, and regurgitation. A 31mm valve was implanted in replacement. Post valve replacement echo images demonstrated normal bioprosthetic valve function with no paravalvular leak. The procedure was well tolerated. The patient was discharged on pod #43.

Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve or ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. Based on the information received the cause of the event was patient related conditions. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.